Event description:
A customer reported issues with the touchscreen on their device, where the unlock procedure failed to recognize their finger. There was no adverse impact to the customer's blood glucose level. No further troubleshooting was requested by the customer, and no additional actions were noted.